Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non-function. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the ra lead was successfully removed. Next, the same 14f glidelight was used on the rv lead. Advancement was successful through the ra, where the lead then took a 90-degree bend into the rv. Due to the lead bend and binding noted in the region, the glidelight could not stay coaxial. Switching to a spectranetics 11f tightrail rotating dilator sheath, progress was made around the lead bend, and the tightrail was removed. Using the 14f glidelight again, the rv lead tip dislodged, but the proximal end of the lead was still bound to the rv. After lasing, the lead was freed and extracted; however, the patient¿s blood pressure dropped. A pericardial effusion was noted via transesophageal echocardiogram (tee), and rescue efforts began immediately, including pericardiocentesis and rapid infusion, which stabilized the patient. Then, a pericardial drain was placed, but the blood pressure dropped again, and the drain filled with blood. Rapid infusion was given, and a sternotomy was performed. A small perforation in the ra free wall, next to the inferior vena cava (ivc), was discovered and repaired, and the patient survived the procedure. The physician believes that the tightrail caused the ra perforation. This report captures the 11f tightrail device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk a4): patient weight unk a5): patient ethnicity unk a6): patient race unk b7): other relevant medical history is unk. H3): the tightrail was discarded, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.